Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in reported clinical observations. Patient code 3191 captures the surgical intervention.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed, and it was found that there was an abrupt increase in power consumption. Technical services recommended to have the device replaced. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Furthermore, there were differing longevity estimates given over the last year. Data analysis was performed, and it was found that there was an abrupt increase in power consumption. Technical services recommended to have the device replaced. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.